Event description:
The telemetry monitoring system paged out a vtach alarm to a statview paging system (integrated into the monitoring system). The alarm condition cleared, and the alarm was silenced by the user. However, the same alarm paged out again twice within five minutes, and neither subsequent page was a reminder. Also, there was no correlating central station alarm with either subsequent page-they were both the same waveform, heartrate and pvc count as the original alarm. The initial page had the same waveform as the central station alarm, but did have a different heart rate and pvc count. This also occurred with a different pt, and the subsequent pages were four, then five and a half hours after the original event. The pager for the second set of events even showed the original 04 alarm event time and date on the screen, even though that event had cleared and the central station alarm had been silenced. The concern is that these unexplainable pages could indicate software bugs, and those bugs could result in an event that would compromise pt safety. The telemetry central station (or pic) generates a pt alarm, but that alarm info is processed in a central database server to enable it to be paged to the statview pages. This technology was purchased from ge medical. With the rev e release of this software, there have been problems resulting in "paging system not available alarms" on the central station screens. A software fix of this problem was implemented at the facility in the first two weeks of june, 2004. Paging and monitoring logs and photographs of the paging displays are being forwarded to philips for review.